Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hxx. Reporter is a j&j employee. Part number: 311.023. Lot number: t148942. Manufacturing site: tuttlingen. Release to warehouse date: 28-sep-2017. A review of the device history records was performed for the finished device lot number and a nc was started because the laser marking was incomplete. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. Service and repair evaluation: the customer reported that the top of 311.023, ratcheting screwdriver handle is stuck and did not rachet forward. The repair technician reported that the large ball bearing showed signs of oxidation, screw that holds the inner assembly in place was missing, quick coupling failed to lock attachment, thumb latch failed to work in forward, lock and reverse mode, and device failed to operate smoothly. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: ratchet coupling, screws, leaf spring, ball, and spring. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2022 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the top was stuck, and it will not ratchet forward. There were no patient consequences, and no other medical intervention was required. No further information is available. This report involves one ratcheting screwdriver handle. This is report 1 of 1 for (B)(4).